Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported peeled / delaminated difficulties; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that after use of the ht bmw universal ii guide wire (gw), the coating was noted to be peeling while handling the gw. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional information was provided.